Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device broke while inside the patient's nose during a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the post at the distal end of the sheath is bent in an upward direction which is causing a sharp edge. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the post at the distal end of the sheath is bent in an upward direction which is causing a sharp edge due to missing stopper at the end of the instaclear sheath and excessive force applied when inserting the endoscope into the instaclear sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.